Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. On an unspecified date and time, the device was programmed to deliver to a homecare patient an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, it was reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was removed from clinical service. The customer contact reported a replacement device was sent to the patient. There were no reported adverse patient effects and no delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.